Event description:
The patient reported intermittent symptoms of not feeling well after receiving a shock while touching a television set. A telemetry unit recorded a 3.4 second ventricular pause after a pvc. Interrogation revealed that the device was running at high output mode. Autocapture was turned off and the device was programmed to an output of 4.5 v, 0.4 ms and a sensitivity of 4.0 mv. There were no further pauses.